Manufacturer narrative:
The device has been discarded and the customer reports there are no sister samples available for evaluation. No product samples were returned for investigation; however, a photograph was returned showing a ch2000s-pc spinning spiros connected to a large volume syringe. There was red drug leakage visible inside the body and some that had dripped outside the ch2000s-pc spinning spiros assembly. Though the complaint can be confirmed, the probable cause of the leakage cannot be determined without the return of the ch2000s-pc spinning spiros assembly. The device history review (DHR) for lot 4347278 was reviewed and there were no relevant non-conformances found that would have contributed to the reported complaint.

Event description:
The event involved a spinning spiros closed male luer, purple cap. The bottom of the spiros connector was connected to the syringe at the compounder¿s, while the top part with the purple caps stayed intact. When the top part of the spiros was attached to the patient¿s device by the customer, the inside of the spiros connector was found to be broken and a leak of doxorubicin was noted, causing a delay in the patient treatment. The spiros connector had been inspected prior to leaving the compounders with no obvious fault. The device was not immediately replaced.